Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic cholecystectomy, during specimen removal, the bag tore. The specimen was removed with the ripped bag. There was no patient injury.